Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. It was noted the proximal conductor of the lead became extrinsically fractured due to a cut, the distal conductor of the lead became extrinsically fractured due to a cut, the inner insulation of the lead was extrinsically breached due to a cut, the outer insulation of the lead was extrinsically breached due to a cut, the outer insulation of the lead developed a cosmetic depression while in vivo and the outer insulation of the lead was observed to have blood ingression. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2003. (B)(4).